Event description:
The facility representative called to report an infusion pump with an overinfusion found during patient use. The pump was programmed to infuse tpn at 145 ml/hr for 12 hours in a bag of 1750ml. The infusion was started at approximately 8pm, and when the nurse checked it about 6 hours later the pump showed to be infusing 445ml/hr. The patient received the entire 12 hours tpn in about half the time. There was no patient injury or medical intervention needed. Despite baxter's efforts to obtain additional information regarding the date the report occurred and specific patient details no further information was available.